Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and found to have a loose grip cable at the proximal end. Additionally, a loose grip cable can prevent the grips from fully closing, leading to the instrument failing the self-test/homing (initialization) and an exposed blade in most cases. A loose grip cable can be due to a component failure on account of usage, or due to a manufacturing error where the grip clamping pulley has a loose screw. There were additional observations that were related to the customer reported complaint. The instrument was found to have a dislodged blade. Visual inspection showed that the blade was extended 0.086" outside of the blade garage. There was no bio debris found at the instrument tip. A review of system logs did not show any blade exposed/jammed failure(s). Components adjacent to this dislodged blade did not show damage. The instrument was placed on the in-house system and failed homing during initialization. The dislodged blade was manually retracted, retested and still failed initialization on all attempts. No homing failures were found in the logs. The instrument was found to have grip torque error 22024, low torque error class 0, and strong grip fail errors in the logs. Low torque errors are often caused by a loose grip cable in the proximal end, which could be due to a component failure on account of usage or due to a manufacturing error, where the grip clamping pulley has a loose screw. There were additional observations that were not reported by the site. The instrument was found to have a grip ring dislodged. This failure likely caused the engagement failures. The grip open lever was not functional. The grip ring moved freely up and down the grip drive adapter. The instrument was found to have a grip ring screw dislodged. The grip ring screw fell out of the housing once it was opened. As a result of the grip ring screw being dislodged, the grip ring was also dislodged. The instrument was found to have failed mechanical engagement based on a log review. The logs showed 4 engagement failures with error code 22020 indicating engagement failure on the grip axis. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to starting a da vinci-assisted partial nephrectomy surgical procedure, the vessel sealer extend instrument did not register when plugged in. The procedure was completed with no reported injury.